Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an initial implant of the implantable cardioverter defibrillator (ICD) system the physician used a high voltage right ventricular (rv) lead for the right ventricle, which noted a separation in the shocking coil of the lead. The lead was replaced and returned for analysis. No patient complications have been reported as a result of this event.